Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: after the firing was done normally, the distal end of device locked on tissue and a caused difficulty in releasing the device. Manually working the tissue, he managed to remove it from the tissue. Two days after the procedure, leakage occurred from the anastomosis. Reoperation was required to address this issue. There was unanticipated tissue loss. There was unanticipated tissue damage. There was oozing bleeding. There was no extension of operative time of more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 11/14/2014.